Manufacturer narrative:
Device evaluation: d9, g3, g6, h2, h3, h6 & h10. Results of investigation: vyaire medical received the device for evaluation. Visual inspection of the mainboard found no indication of damage or wear and tear. Check the battery coin measuring 3.072vdc. Installed the uut (unit under test) on a known good ptv test vent. Connect the device on a known good circuit lung and perform post (power on self-test) passed. Let the vent cycle for 3 hours using customer settings. No issues. Uut sw version 12.21r. Unit has no issues nor concerning alarms. Unable to reproduce the reported complaint. The uut is functioning normally. The reported complaint was not duplicated. Uut is functioning normally. This is not the cause of the failure. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that light emitting diode's flasthing like it's trying to reset itself over and over again and won't stop alarming on the revel ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(6). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available h3 other text : device not returned yet.